Event description:
The customer called and reported he experienced high blood glucose and went to the healthcare provider's office. Customer did not know how to treat with the insulin pump for this and the settings had been adjusted. His blood glucose was at 53 mg/dl when he went to his car to leave. Customer took glucose tablets and his blood glucose went up to 97 m/gdl. Once home, customer collapsed, his wife treated with glucose tablets and his blood glucose was at 44 mg/dl when emergency medical services arrived. Customer's wife removed the insulin pump prior to the arrival emergency medical services. The customer was off the insulin pump for less than an hour prior to the 911 call. The cause of the incident per healthcare provider was over delivery of insulin. The device will not be returning for analysis at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.